Manufacturer narrative:
The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Event description:
Patient reported "misshapen and device migration to the armpit". Later patient reported "is having "issues" with her implants". This record is for the left side. The device remains implanted.